Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d9 and section h3, and to provide the completed investigation results. It was initially reported that the actual device was available; however, was it confirmed not to be available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel. Based on the description of the event, it was presumed that it was caused by the actual sample being inserted in an unintended direction (lcx side) due to the tortuosity of the blood vessel. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the runthrough ns was used doing the pci for 99% stenosis in # 6 - 7 procedure. Right radial access and coronary artery was engaged with 6fr. Guiding catheter jl 4.0. Delivery to lad periphery was attempted with runthrough hypercoat, however, due to steep vascular anatomy, the guidewire got prolapsed toward lcx, causing hematoma and dissection in lcx side. The guidewire was exchanged with another from another brand and the procedure was continued. The procedure was completed successfully. After the wire was delivered, ivus showed that the prolapse of the runthrough had created the hematoma and dissection, no treatment was done to this harm. The procedure was completed successfully. The patient was harmed, however not seriously.